Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the first firing, connected the reload to the manual stapling handle. The surgeon clamped the issue, pushed the green button, and tried to fire the device. However, could not fire. Replaced by another manual stapling handle, however, the same event occurred. Then replaced by a new reload and connected to a new handle, and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm.